Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(6). (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia procedure with a webster tm cs catheter with auto ID technology and a bent tip and deflection issue occurred. After insertion of the catheter into the 7 f sheath the catheter had a bend at the tip and it would not deflect properly. The catheter was exchanged and the procedure was completed with no patient consequence. Upon request additional information was received on the event. The doctor did not report any difficulties during insertion or removal of the catheter. The bend was more at the proximal end of the catheter around electrodes 9-10. The catheter was not pre-shaped and there were no wires exposed. This event was originally assessed as not reportable as the potential that these issues could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The device was received by the biosense webster failure analysis lab for evaluation on september 3, 2015, and during visual inspection it was discovered that the tip lumen was bent about 4.3 cm from the transition with the shaft which coincides with the reported event. In addition, there is off-white and reddish brown foreign fibers from the distal end tip dome down to ring # 3. Upon request additional information was received on the returned catheter condition. The physician did not have any difficulty withdrawing the catheter through the st. Jude medical fast cath 7f sheath. The foreign material was not noticed prior to use of the catheter or before sending the catheter back for analysis. The additional finding of reddish brown foreign fibers is conservatively being reported. This material may pose no risk to the patient; however, the analysis to verify the type of fiber has not yet been completed. The awareness date for this record is (B)(6) 2015 because that is when the foreign fibers were discovered.

Manufacturer narrative:
Per the ft-ir analysis findings of the foreign material being material similar to human tissue and exposed high levels of cholesterol which could be a part of an aortic tissue that might be attached to the catheter during the procedure; this finding has been reassessed as not MDR reportable since this does not pose any risk to the patient. (B)(4). It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia procedure with a webster® cs catheter with auto ID technology and a bent tip and deflection issue occurred. Upon receipt, the catheter was visually inspected and the tip lumen was found bent. In addition, down to ring # 3 there was off-white and reddish brown foreign fibers found, which is why this complaint was reported to the FDA. Per the event reported catheter deflection mechanism was test and it was found within specifications; however due the bent presence on the device the catheter failed during tilt test. A scanning electron microscope (sem) testing was performed over the bent area of catheter and no evidence of scratches or mechanical damage was found. Further information received indicates that the doctor did not have any difficulty during the insertion or withdrawing of the catheter; however the bent condition was noticed on the x-ray while trying to position the catheter. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing all the catheters are inspected for defects before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. Per the foreign fibers observed a fourier transform infrared spectroscopy (ft-ir) test was performed and it is suggested that since the material is similar to human tissue and exposed high levels of cholesterol could be part of an aortic tissue that might be attached to the catheter during the procedure. Catheter was reviewed and no sharp edges were observed. The customer complaint has been verified. The root cause of the bent reported does not appear to be manufactured related.